Event description:
Surgeon was performing an operative hysteroscopy and a myosure device was used. After a few minutes the myosure device stopped working; the blade stopped rotating. Another myosure device opened and worked well. The case was completed using the second device.======================manufacturer response for myosure tissue removal device, myosure (per site reporter).======================sales rep notified and is supposed to pick up the failed device.